Event description:
Additional information was received reporting that it was confirmed with the site that there was no issue with the ins.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator (ins) was unable to recharge and the ins had malfunctioned - turned off. The charging unit reported full charge and patient got beneficial response. The patient was seen in the office early and the ins was off. The etiology had a causal relationship with the device (ins and recharger), along with patient non-compliance. The charger controller design allowed for accidental self turn off. The turn ins off button is exposed and the patient's caregiver accidentally pushed it while handling the device. The device was turned on. The issue was resolved without sequelae. Additional information was received providing conflicting information. It was unclear if ins was unable to be recharged as the device diagnosis was removed on (B)(6) 2024. In addition, additional information received also stated that the ins being unable to recharge was a device issue. Meanwhile, the etiology was determined to be user error "turn ins off button was exposed and patient accidentally pushed while handling it". Reprogramming the device resolved the charging issue.